Event description:
The customer received a questionable gluco-quant glucose/hk (gluc) result on their p-module. All testing was performed on the same p- module. The patient's initial gluc result was aliquoted into a sample cup by the customer's modular pre analytics device. The initial result was 2.3 mmol/l and it was reported outside the laboratory. The physician doubted the result and asked that it be repeated. On (B)(6) 2012, the repeat result was from a different aliquot from the same primary sample tube. The repeat result was 19.8 mmol/l and it was sent to the physician. According to the physician, the repeat result was more in line with the patient's status and previous history. There were no adverse events. The gluc r1 reagent lot number was 65578401 and the expiration date was 07/30/2013. The gluc r2 reagent lot number was 65718801 and the expiration date was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The root cause could not be determined with the information provided. The reaction monitors were not available and the sample was not available for further investigation. The calibration and quality control date were well within range. With the provided data, a reagent or an instrument issue can be excluded. No adverse events were reported.